Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was received: what was the indication for surgery? Could not provided. How was the post-op bleeding identified? Blood pressure decreased during postoperative monitoring. How was the post-op bleeding addressed? Thoracotomy, clamp hemostasis. Was the site of the post-op bleeding identified? Right superior lobar artery. How many days postoperative was the bleeding identified? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. What was the color cartridge used throughout the procedure? White. Were there any issues with staple formation throughout the procedure at the site of the bleed? No. What is the current patient status? Normal an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a thoracoscopic right upper lobectomy, there was post-op right upper pulmonary artery bleeding. A white reload was used to anastomose the blood vessel, and an oozing was observed. The suture was added routinely. The patient's condition was stable during the surgery and the surgery was completed successfully. After returning to ICU, the patient's blood pressure reduced and then cardiac arrest . After thoracotomy rescue, the patient has been rescued and is under observation so far. The patient's current status is normal.